Event description:
On (B)(6) 2016, the lay-user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the lancet in the patient¿s onetouch lancing device was not fully penetrating. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The reporter stated that the alleged product issue began on (B)(6) 2016 at around 2:00pm. During the call, the reporter informed the csr that the patient is on insulin pump therapy. It is not known what action, if any, the patient took in regards to his usual diabetes management regimen when he was unable to obtain a blood sample due to the alleged issue. The reported claimed that 30 minutes after the alleged issue started the patient developed symptoms of ¿vomiting, diarrhea, constantly using the bathroom, bad headache and confusion.¿ in response to the symptoms, the reporter claimed the patient attended the emergency room later that day and was treated with insulin at 11:00pm. At the time of troubleshooting, the csr confirmed that the lancing device was not being used for the first time and there was no indication of misuse of the device. The csr reviewed the patient¿s technique on how to use the lancing device and the alleged issue could not be resolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received healthcare professional treatment for a high blood glucose excursion after the alleged product issue began.